Manufacturer narrative:
The lens was returned to b+l. Visual inspection found a portion of the lens missing (optic and entire trailing plate). Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7445115) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Event description:
It was reported that the patient had capsular contraction syndrome and "z" syndrome. Radial striae was noted toward the nasal hinge of the lens. The patient also noticed a decrease in vision. The lens was exchanged approximately 1 month post implant with another model and diopter lens. The patient's current status is "good, will need glasses for reading". This report pertains to the patient's left eye.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.